Event description:
Pt reports pump keeps shutting on/off during last step of infusion. Happened past 2 infusions and home health nurse had to finish via gravity. Confirmed pt was able to complete both infusions. No further info. Serial number - (B)(6). Diagnosis for use: common variable immunodeficiency, unspec.